Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the plunger of the bd syringe luer-lok¿ tip was drawn back before use and came out of the syringe while the black stopper remained inside. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "on (B)(6) 2019, when the doctor went to pull back on the syringe, the plunger rod came out from the syringe but the black stopper remained in the syringe. This event occurred with both syringes with the same lot number and expiration date. In both events, the plunger rod came loose and no medicine was drawn up at the time."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd syringe luer-lok¿ tip was drawn back before use and came out of the syringe while the black stopper remained inside. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "on (B)(6) 2019, when the doctor went to pull back on the syringe, the plunger rod came out from the syringe but the black stopper remained in the syringe. This event occurred with both syringes with the same lot number and expiration date. In both events, the plunger rod came loose and no medicine was drawn up at the time."